Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual and x-ray examination found the helix was partially extended and clogged with blood/tissue and the inner coil in the connector region was over torqued due to procedural damage. After cutting the lead, cleaning and applying torque directly to the inner coil, the helix was able to retract and extend. The measured full helix extension length was within specification. The reported events of failure to capture and r-wave amplitude variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of helix mechanism issue was due to the over torqued inner coil in the connector region and the helix/inner coil clogged with blood/tissue.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was noted to be micro dislodged. The lead could not capture and there was decreased sensing. Upon lead revision, the lead was noted to have high pacing threshold and diminished r wave amplitude. On repositioning, the helix did not fully extend. The lead was explanted and replaced. The patient was stable throughout.